Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("coil had migrated through uterus"), pregnancy with contraceptive device ("she became pregnant"), abortion spontaneous ("did not have the baby") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no hsg test was performed". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), headache ("headaches") and nausea ("nauseous"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent surgery to remove her fallopian tubes due to complications from the essure). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dizziness, headache and nausea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dizziness, genital haemorrhage, headache, nausea, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil had migrated through uterus / migration of essure device - location of device: / essure had migrated outside my uterus'), pregnancy with contraceptive device ('she became pregnant'), abortion spontaneous ('did not have the baby') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no hsg test was performed/ she did not undergo essure confirmation test". The patient's medical history included asthma, sickle cell trait, sebaceous cyst, vaginal discharge, endometrial ablation, sulfonamide allergy, swelling nos, itching and allergic reaction to antibiotics. Salpingectomy, bilateral with removal of foreign body and endometrial ablation. Concurrent conditions included candida albicans infection. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back and side"), nausea ("nauseous") and dizziness ("dizziness") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), salpingectomy bilateral and endometrial ablation.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, vaginal haemorrhage, urinary tract infection, menorrhagia, dysmenorrhoea, dyspareunia, migraine, nausea and dizziness outcome was unknown and the back pain and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of essure. Surgical removal of coil, hysterectomy (partial). Concerning the injuries reported in this case, the following one were described in patient¿s medical records: urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-may-2019: pfs and mr received. Events : abnormal bleeding (vaginal, menorrhagia), infection uti, migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, lower back pain, were added. Events outcome: headache, lower back pain were changed unknown to recovered/resolved. Severity, medical history, reporter and reporter information were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil had migrated through uterus"), pregnancy with contraceptive device ("she became pregnant"), abortion spontaneous ("did not have the baby") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no hsg test was performed". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), headache ("headaches") and nausea ("nauseous") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent surgery to remove her fallopian tubes due to complications from the essure). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dizziness, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dizziness, genital haemorrhage, headache, nausea, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of product technical complaint. After internal review, assessment for event abortion spontaneous was amended. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.